Manufacturer narrative:
(B)(4). Additional information: this complaint for air in tubing (no alarm) was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during initial drain. The hp stated he started the initial drain but then noticed there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy to restart with all new supplies. On (B)(6) 2010, product surveillance spoke with the hp who stated new supplies were used and therapy resumed. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The hp confirmed the sample was discarded and lot information was unknown. Should any additional information become available, a follow-up report will be submitted.